Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that locking screwdriver was inspected prior to surgery and found to have one of the tines broken. It did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found one of the locking tabs broken. The broken fragment was not returned for evaluation. The device had light scratches on the overall surface and the device presented a heavy used appearance. Potential cause can be attributed to unintended use error, locking screwdriver body captured off axis can cause the bending of the tabs on the tip. Properly handling and attention to the approved use of the device diminishes the risk of failure. The fracture issue of the locking tabs has been addressed through depuy synthes quality system with a design change in 2020. This design change has been implemented to mitigate the risk of failure and has been successful, however it does not completely eliminate it. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to post manufacturing damage. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the locking screwdriver body would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that locking screwdriver was inspected prior to surgery and found to have one of the tines broken. It did not happen in surgery.